Manufacturer narrative:
(B)(4) for the reported event of over sheath torn. Investigation results: visual examination noted that the device was fully deployed. The clip assembly was returned inside the package. The capsule tabs were partially open and the over sheath was torn at the distal end. Functional analysis could not be performed as the clip assembly was returned fully deployed from the delivery system. Investigation found the complaint device was returned fully deployed and the over sheath was torn at the distal end. Based on the condition of the returned device, the reported failure (clip deployed prematurely) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip prematurely deployed before it was attached to the tissue. The clip fell into the patient and was retrieved with an unknown device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine. Investigation results revealed that the over sheath was torn near the distal tip, therefore this is now an MDR reportable event.